Event description:
It was reported that a device alarmed for a system error 322 during an infusion in the 2b micu area. The device was programmed to deliver levophed at 20-30 mcg/min. The customer stated "pt's bp dropped from about 100's systolically to 70's systolically. Unable to get the pump to turn on w/o error message. Pump removed from service, new pump obtained. It took approx 5 mins to return pt to sbp 100's." The customer tested the device at the facility and the pump performed as expected. The system error could not be reproduced.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.